Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported issue with opening up some stereoscopic kv/mv paired images, mosaiq display the images differently.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported an issue with opening up some stereoscopic kv/mv paired images, mosaiq displayed the images differently. It was ascertained that the mosaiq stereoscopic registration functionality is correct during the on-line workflow and the issue only arises whilst off-line. In the off-line workflow the image angle labels are not shown as expected and this would be obvious to the user. This issue is detectable by the user and has no impact on treatment so would not lead to actual mistreatment.